Event description:
It was reported that customer received a minimum fill notification while attempting to reload pump cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was able to load a new cartridge after resetting their pump.